Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the right proximal mid distal superficial femoral artery with 80% stenosis and an 80mm lesion length, there were device-related issues involving the turbohawk plus ls and the spider fx devices. Minimal vessel tortuosity and severe vessel calcification were reported. Artery diameter reported as 7mm. The procedure involved the use of a non-medtronic 7f sheath, and pre- and post-dilation with 3mm and 6mm nanocross devices, respectively. The physician made several passes with turbohawk plus. Upon cleaning and reinserting the device into the body, the turbohawk plus nose became bound to the spider fx wire, making it extremely difficult to advance. Severe resistance was encountered for each device, and excessive force was used during the procedure. Removal difficulties were reported. The physician used clamps and a technician's aid to forcefully remove the hawk from the sheath and pull it off the wire. The devices were removed successfully in tandem without injury, and the procedure was completed using new medtronic devices, specifically a turbohawk plus ls and a 6mm spider fx, with no further issues.